Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient went to turn the ins up, because she turns it down at night, she saw a screen of a doctor. The patient thought she saw por but was not sure. The patient was able to clear the message but now her ins has half a battery life left. It was reviewed the patient should charge the ins. The patient put the recharger over her ins and it was charging and working just fine. The patient then stated she was getting poor communication on the patient programmer because she was holding the patient programmer over the recharger antenna. Troubleshooting resolved the issue. No patient symptoms were reported. No further complications were reported/anticipated.